Manufacturer narrative:
Although requested, the device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the left eye, the posterior capsule ruptured. The iol was removed, a vitrectomy was performed, and a successful lens exchange was performed using a different model iol positioning the lens in the ciliary sulcus. A suture was used to close wound. Per the surgeon, the likely cause of event is leading haptic or optic catching the bag, tearing it. Patient outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.